Event description:
It was reported that a patient underwent an abdominal wall repair following a tumor removal on (B)(6) 2008 and mesh was implanted. The patient developed a post operative infection with a non healing wound. The patient was treated with antibiotics and analgesics. Since the initial surgery, the wound has not healed. The patient has experienced several infections and cellulitis with treatment of antibiotics. Also, the wound was (B)(6). In (B)(6) 2011, the mesh spontaneously expelled from the infected wound. In (B)(6) 2013 the infected mesh was excised. By (B)(6) 2013 the wound had granulated but not completely healed. The wound continues to leak and requires regular dressings.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.